Event description:
Baxter clear link 3-port primary IV tubing came apart at the most distal y-site connection. Y and remaining distal tubing was not saved.====================== health professional's impression======================unknown but this appears to be a recurring problem with this tubing.